Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient observed a loose connection on port 2 of the controller. The loosening was reproducible by manipulation. Log files were sent and the controller was exchanged. The patient tolerated the exchange without issue. The controller exchanged reportedly resolved the issue. Investigation is ongoing.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis shows a vad stopped alarm on (B)(6) 2015 at 14:34:11 hours. This alarm was most likely due to a disconnection of the pump from the controller. Log file analysis also revealed multiple premature switching events, many of which occurred on the reported event date up until the vad disconnect. A power disconnect alarm was logged with a spurious value, indicating a communication error had occurred. Furthermore, a data point also revealed a spurious saw bit value. These premature switching events, power disconnect alarm and spurious data point saw value are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was able to maintain communication with attached power sources during the two finger tug test and both power connecters were observed to me firmly attached to the controller with no movement when manipulated. The reported event could not be duplicated at the bench level; no mechanical issues were noted or observed during visual or functional testing. There are no apparent contributing clinical factors to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.